Manufacturer narrative:
The device was returned for analysis. The reported suture retrieval issue was confirmed as a link separation. A review of the electronic lot history record and corrective action tracking system for the web database for the reported lot revealed no associated nonconforming material records or exceptions that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with an 8f sheath. Reportedly, after the plunger was removed, there was no suture present. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.